Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders did not appear.the customer stated that they were unable to access the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing, and the nurse could not pull the medication. A technical support specialist (tss) checked the patient identity in the es server and found that the order did not cross over to the station and suggested the customer to correct the end date and resend the order. There was no response form the customer after several follow-up and the tss ended up for case closure.